Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right external coil was not found,') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." The patient's concurrent conditions included genital bleeding and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic discomfort ("expressed my concern for the discomfort I was feeling."). The patient was treated with surgery (surgical removal of essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia and pelvic discomfort outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered device dislocation, menorrhagia, pelvic discomfort and vaginal haemorrhage to be related to essure. The reporter commented: there was no visible essure apparatus on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: new pfs+mr received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: right external coil was not found, did not undergo essure confirmation test and discomfort were added. Outcome for abnormal vaginal bleeding added. Onset dates were added. Case becomes valid. Removal details added. New reporters and concomitant conditions added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.